Event description:
The patient underwent treatment for an aortic aneurysm located in the aortic arch. The pt was implanted with a gore excluder aaa endoprosthesis and gore tag thoracic endoprosthesis. A contralateral leg component was placed in the brachiocephalic artery, extending down to the aortic arch to maintain blood flow. A gore tag thoracic endoprosthesis was implanted at the ascending aorta and another one was implanted distally. The left subclavian artery (lsa) and the left common carotid artery (lcca) were intentionally covered. Bypass from the right common carotid artery to the lsa and the lccaa was performed with a gore-tex vascular graft. Final angiogram showed no endoleak. Immediately after the angiography was performed, the pt's blood pressure rapidly dropped to the 30s. Bosmin was injected intravenously. The pt's blood pressure did not recover, and the pt went into cardiac arrest. Electrical shock was delivered, but the pt did not respond. The pt expired. An autopsy, determined the cause of death to be cardiac tamponade, caused by a perforation of the left ventricle. The physician believes the perforation was caused by a guidewire.

Manufacturer narrative:
Method: a review of the mfg records for the device has been conducted. Results: a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore tag thoracic endoprosthesis states: the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. The instructions for use (IFU) for the gore excluder aaa endoprosthesis states: the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas).